Manufacturer narrative:
We have received the complaint device for eval and were not able to confirm the failure. All balloons were functional and performed (inflated/deflated) as intended. Out lot history records review did not reveal any discrepancies related to the complaint event either during the mfg or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions and we have not received any other complaints for devices from the same lot. Therefore, the root cause (s) of the incident is inconclusive. We also consider this incident as an isolated event. Please note no pt injuries happened due to this incident.

Event description:
Mr (B)(6) performed a carotid endarterectomy in emergency theatres. The shunt was tested with saline then inserted in the usual way. The endarterectomy was completed and the arteriotomy patched. On shunt removal difficulty was encountered when deflating the internal carotid balloon. No pt injury happened due to this incident.